Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has safety disk error.

Manufacturer narrative:
Updated fields: b4, d1, d9, e1(site country), g3, g6, h2, h3, h4, h6(medical device ¿ problem code , type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: e1(event site postal code: (B)(4)). Biomed had already completed service in-house but requested that a getinge field service engineer (fse) come onsite to complete the repair. The fse found that there were vacuum purge issues in the log fles and that the vacuum test could only get down to about 126mmhg, just outside of the required vacuum spec. The fse installed a new 5000hr pm kit, along with the compressor hoses and fittings. The vacuum now pulls down to about 71mmhg. Completed a full system test / pm protocol, all tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a